Manufacturer narrative:
The test strips were requested for investigation. Replacement product was sent. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Initial reporter occupation is patient/consumer.

Event description:
We received an allegation of questionable inr results for one patient tested with a coaguchek xs serial number (B)(4)compared to an unknown laboratory methodology. Reportedly the patient did not use the meter since 2015. On (B)(6) 2022, the patient's meter result was 3.0 inr. Within "15-30" minutes, the patient's laboratory result was 2.3 inr. The test strip lot number was 58078511 and the expiration date was requested but not provided. On (B)(6) 2022, the patient's meter result was 3.2 inr. Within two minutes, the patient's laboratory result was 2.4 inr. The test strip lot number was 60124911 and the expiration date was requested but not provided. The patent's therapeutic range was requested but not provided.

Manufacturer narrative:
Updated medwatch field: b6 - relevant test/laboratory data